Event description:
It was reported that during an implant procedure of a right atrium leadless pacemaker (ralp) that the physician noted that the helix was sprung right before they were going to bring the valve bypass tool over the protective sleeve. The ralp was exchanged and the procedure was completed. The patient was stable following the procedure.